Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedure complication. The information in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The information available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2008, the pt presented with an (B)(6) of 11 and (B)(6) of 4. The penumbra stroke system was used to access the target vessel of the right m1. After opening of the target vessel with the study device, 20 mg of ia tpa and a carotid wall stent (8x20 mm) were used on the target vessel. According to data collected during the review of data for the clinical trial, "accidental ica dissection occurred during the procedure on the right side, most probably therapy associated, and therefore used the stent". The final relationships between the dissection and both the study device and angiographic procedure are listed as probable. The event was recorded as moderate in severity and was resolved.